Manufacturer narrative:
The eplex base analyzer serial number is (B)(6). The alleged sample was received for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification panel - gram positive (bcid-gp) panel for 1 patient sample on an eplex system. It was reported that the staphylococcus epidermidis target was detected in culture, but the bcid-gp test result was negative for the staphylococcus epidermidis target. The sample was received for investigation. During the investigation, the bcid-gp test result was negative for the meca and staphylococcus genus targets.

Manufacturer narrative:
No analyzer malfunction was observed, and the eplex instrument was working within design specifications. The returned sample was tested in duplicate on the bcid-gp panel. Both runs identified the staphylococcus genus, staphylococcus epidermidis, and meca targets with robust detection signals. Positive culture results were observed. Based on the internal testing of the returned sample, the customer's allegation was not reproducible during the investigation. The issue was consistent with a lower-than-intended target concentration within the sample volume analyzed by the assay. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. Based on the bcid-gp assay pi, the resistance gene is only reported if its associated organism assay is positive in the same sample. Additionally, this lot was found to be related to sample cap failures and/or leaking consumables, which may be detected through invalid results or unexpected negative results. Although a leakage issue was neither alleged nor confirmed during the complaint investigation, this issue could not be excluded by the investigation. Improper sample handling could also not be excluded. The investigation did not identify a specific cause of the event.